Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving morphine (unknown) via an implantable infusion pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was sent to the hospital to have them look at her back, and in (B)(6) 2010, "when they opened me up it was a massive spinal leak." They reportedly "unhooked" the pump at that time, and the patient was in the hospital for a month trying to get the leak to stop. They reportedly"finally put cement in there." The cause of the spinal leak was not determined. In (B)(6) 2010 they explanted the whole pump system, and the situation was resolved.